Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached at 6,330 joules. Per the customer, the physician completed the procedure alright although it took a longer time to remove the fiber tip from the pt. Also, it was reported the fiber tip was retrieved.